Event description:
It was reported that the patient presented in the emergency room complaining of experiencing shortness of breath. The pulse generator exhibited backup vvi. The stored electrograms showed intermittent capture and pacing. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.